Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7082951.

Event description:
It was reported that the patient was experiencing weakness in the legs shortly after the spinal cord stimulator (scs) was implanted. The physician removed the scs on the same day. The next day, the patient presented to the ER (emergency room) still due to increased weakness in the leg and the physician performed another surgery to remove a hematoma. The patient was doing well postoperatively and was able to move both legs. All device components were removed and kept by the medical facility.